Event description:
It was reported that the atrial lead exhibited loss of capture at 7.5 v at 1.5 ms and atrial sensing was 0.2-0.4 mv. The physician elected to set programming to vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.